Manufacturer narrative:
No product was returned for evaluation and no x-rays were provided for review. With the available information, the manufacturer is unable to determine whether the device was or was not broken.

Event description:
It was reported that the rod looked distorted and/or possibly broken on x-ray. The patient was symptomatic. The patient underwent revision surgery to remove the implants. Upon removal, the rod was intact. The surgeon replaced the device; it suspected that the device was broken.